Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional tests included use testing. A battery was inserted into the pump and when the pump was turned on and an error code was displayed with an alarm. The internal real time lithium batteries voltage was measured and it was found that there was no reading or zero voltage. The error code was caused by a faulty main processor unit board which was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the main processor board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited error codes. It was not specified whether or not they occurred during infusion or interrupted therapy. No adverse patient effects were reported.